Event description:
At the end of a surgical procedure, the canister unit became full beyond the normal fill line and did not shut off as it is supposed to do. The remaining fluid in the suction line and tubing sprayed back into the surgical site. This machine was taken out of use and replaced with readily available back up; there was no delay. The surgical site was irrigated, antibiotics were prescribed, and the procedure was completed. The patient was kept one day extra post op. The risk management dept at the account was notified of this event. The account confirmed that there have been no additional problems with the patient as a result.

Manufacturer narrative:
The account indicated that the unit involved with this event was cleaned prior to the procedure and did not contain any waste management fluids from any previous procedures. It was also reported that quite a bit of irrigation was used during this case. The product did shut down as it should when tests were performed post operatively by the customer. The account indicated that the level of concern for the possibility for infection was slightly less since the fluids in the canister were only from this patient. According to the operating room manager, the unit has not yet been placed back into circulation. The product was evaluated by a field service technician. Investigation results indicate that the unit displayed accurate readings at all times and did shut down when it reached capacity. The unit operated to the manufacturer's specifications. Maintenance was performed.